Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 1 second. The device was removed without any problem using normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.